Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section b describe event or problem and section h imdrf annex f grid to reflect delay. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-may-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device was not detected on bus. A field service engineer (fse) replaced drawer controller and pixie bus module controller to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es had a drawer failure. The customer stated that malfunction occurred when user trying to issue medication to patient and medication was retrieved from other station caused delay. There were no adverse events or injuries reported based on this incident.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es had a drawer failure. The customer stated that malfunction occurred when user trying to issue medication to patient and medication was retrieved from other station. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.